Event description:
Patient cisplatin 1680 ml infusion ordered to infuse over 6 hours at 280 ml/hr. Infusion started at 2143 and finished at 0454. Infusion ran over an hour later than ordered. FDA safety report ID # (B)(4).